Manufacturer narrative:
It was reported that the ventilator was contaminated with liquid. Identification of issue has been done by analyzing problem description, service report and photos. Based on the information collected to date, the provided problem description and the technician inspection of provided unit, it has been clarified that the humidity marks could be seen inside the ventilator, on printed circuit board. Furthermore, based on technician statement, liquid entered the unit and damaged pneumatic back-plane. This could be confirmed by provided photos. The issue has been solved by replacing printed circuit board. Additionally following parts have been replaced: power control board, preventive maintenance kit, inspiratory pipe and connector muff. The issue was decided to be reported as ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There was no patient harm. It has remained unknown under which circumstances liquid entered the unit, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).